Event description:
A hemodialysis user facility has reported that a dialyzer leaked during treatment. The leak was verified with blood strips twice. Estimated blood loss was 250ml and there were no ill effects to the patient. There is no sample available for evaluation.